Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile broke during use. Retrieval of broken file was made but was too deep and could not be successfully removed. In order to help patient to solve pain issue, the tooth was extracted.

Manufacturer narrative:
No product received for investigation, only lot number is available. Involved product that broke during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Nothing was changed in production process. Root causes are not identified. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.